Event description:
MFR received report from foreign reporter of a catheter break with return of a piece of product. The distal fragment remained in the intrathecal space. No other info regarding clinical status provided despite MFR's repeated requests for add'l info regarding the event. A supplemental report will be filed if add'l info is received.